Event description:
Meter name: surestep enhanced. Strip name: lifescan unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: unk. A pt reported they were getting inaccurate low readings. Their meter allegedly was inaccurately low. The results on their meter were 5, 11 (units of measurement unk). The time difference between pt's meter readings was less than 10 minutes. Treatment was unk. Customer called customer's transplant coordinator. No further info has been reported.